Event description:
It was reported that patient was admitted and the device was interrogated after he received a shock for svt. Patient was started on amiodarone and his anticoagulant was held/cut back for a few days. Patient had his pt/inr checked on (B)(6) 2011 and will follow up with the physician in november. Clinically resolved by reprogramming the device and initiating amiodarone.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.